Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d8, d9, h2, h3, h6 and h11. Corrected fields: a2, a4, a5, a6, b6 and b7. The device was returned to olympus for inspection and the reported failure was no confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cloudy image, moisture inside charged coupled device cover glass, leak on cable, charged coupled device chousing deformed due to incorrect reprocessing and cut on cable. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had displayed the error code e853, unable to complete the white balance, and failed to power on with the scope machine. The issue was found during setup. There were no reports of patient harm.